Event description:
Customer reported the tube arced and system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board and cleaned the grease off of the high voltage tank. System operates as intended. This MDR is related to ge healthcare complaint number.